Manufacturer narrative:
C-1543 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that all parts associated with these records conformed to material and dimensional specification when manufactured. This instrument is manufactured for corin by greatbatch, therefore, a complaint has been raised with the supplier and the instrument has been sent to them for review. A new instrument has been issued to the customer, based on this corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The inner shaft of a trinity mis introducer handle has broken.